Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nail head elements: rafn spiral blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent an unknown procedure with retrograde approach for a supracondylar fractures, ipsilateral hip/shaft and poly trauma at femoral shaft and medial femoral condyle. Postoperatively, there was a union of fracture noted and patient needs a non-union treatment for tibial shaft fracture. There was an evidence of healing reported. Concomitant devices: unk - nail head elements: rafn spiral blade (part unknown, lot unknown, quantity unknown). Unk - end caps: rafn (part unknown, lot unknown, quantity unknown). Unk - screws: locking (part unknown, lot unknown, quantity unknown). This complaint involves an unknown number of devices. This report is for one (1) unk - nail head elements: rafn spiral blade. This is report 1 of 3 for (B)(4).